Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that one of the thread of periartic-reduct-forceps speed screw was very minorly chipped upon observing through magnification. This could have happen while application of unintended force during handling of instrument. No other visual defects were identified with the device. No new failures/defects can be identified after reviewing the attachment. The dimensional inspection was not performed for the periartic-reduct-forceps medium due to complex geometry of the device. The functional test was performed on the forceps and device completely function as intended. The nut was rotated in both clockwise and anticlockwise direction and the operation of the instrument was found to be smooth and non-binding throughout entire range of motion as per note 7 of manufactured drawing 398_226 rev k. The observed condition of periartic-reduct-forceps medium was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the periartic-reduct-forceps medium. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part # 398.226. Lot # t172233. Manufacturing site: selzach. Release to warehouse date: 09 apr2019. Supplier: jabil tuttlingen manufacturing. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was confirmed that the screw part of the reduction forceps was hard. Before the surgery, the nurse was checking the functionality of the reduction forceps and found that the screw part was hard, and when the screw part was turned, the metal in the contact part has been shaved like a wire. No further information is available. This report is for (1) periarticular reduction forceps-medium this is report 1 of 1 for complaint (B)(4).